Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed error 2015 on the error log and was able to reproduce the issue by starting a test. The fse discovered the diluent supply tubing cut and leaking at the connection with the diluent well. The fse trimmed and reconnected the tubing and ensured that it was clear from any moving part to prevent putting strain on the connection. The fse verified the clog sense and liquid level sense functions to be within specifications. The customer performed controls and samples yielding acceptable results. The aia-900 performed as expected and returned to operation. The field service engineer (fse) returned to the customer site to address the reported error 4093. The fse verified the error on the error log but was not able to reproduce the error since the issue was intermittent. The fse replaced the plarail chain harness for the test cup lane and the s033 sensor (mixer home sensor) and verified all lane and sorter alignments. Cup-transfer and sorter tests were then performed and passed within specifications. The customer ran controls and samples with acceptable results. The aia-900 performed as expected and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), 06aug2018 to aware date 06sep2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2015] detector temperature error cause: the detector temperature did not rise adequately at the start of measurement. Action: wait for at least 30 minutes, and if the trouble reoccurs contact the tosoh local representatives. [4093] d.lane-mix home overrun cause: the home sensor s033, which is not supposed to be activated after the dispensing lane mixing moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s033 and also check to see the cause of slipping, and so on, that occurs when pm031 moves to the limit side. The probable cause of the reported error 2015 is attributed to a damaged diluent supply tubing. The probable cause of the reported error 4093 is attributed to a faulty lane cup chain and mixer home sensor.

Event description:
A customer reported receiving 2105 diluent suction error message while operating on the aia-900 analyzer. The customer had cleaned the sensor rods, replaced the diluent, tightened the waste cap and diluent/wash caps, checked and replaced the inline tank filters, replaced the wash probe tips, and verified the tubing. The customer then primed the diluent five times with no errors. However, while running quality control (qc), error 2105 returned. Additionally, the customer reported error message 4093 d.lane-mix home overrun several days later. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) and beta-human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.